Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed as the part passed all tests and is functioning normally. No fault found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected and imaging system onsite. The system would pass motion calibration, however it was getting stuck on the gantry controller portion of calibration. The gantry controller was replaced, but the system would still not pass. The representative moved the rotor manually to a known position and the issue resolved. The calibration completed properly. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect gantry controller has been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure the imaging system would not open or close. The site rebooted the system without resolve. There was no patient present when this issue was observed.